Manufacturer narrative:
Customer entity: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose levels 300 mg/dl due to bent cannula in use for 2 days on (B)(6) 2026 and was treated with pump.